Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer troubleshoot the unit and failed to calibrate. Hence need to be replaced main pcb board of vela ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator unit was giving xdcr fault alarm. At this time, there is no information regarding patient involvement associated with the reported event.